Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11, d02: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of a broken conductor wire to be related to the custom reported complaint. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No functional test for energy activation could be performed due to the wire breakage. No sign of thermal damage were observed. Root cause of broken conductor wire is attributed to a component failure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument associated with the reported event. An RMA has been issued requesting to have the isi device returned; however, the product has not been received to confirm/identify any reportable failure mode. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps (part # 420205-16/ lot# n11190408- 510) associated with this event has been performed. Per logs, the fenestrated bipolar forceps was last used by this facility on (B)(6) 2021 on system (B)(4). The instrument had 7 remaining uses. The fenestrated bipoloar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on further review of the reported malfunction, the decision tree was executed to indicate that this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted surgical procedure, the black wire was protruding from the instrument. The site used a back-up instrument to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has performed follow-up to request additional information related to the event. However, as of the date of this report, no further details have been received.